Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent implantation of rod. Reportedly post-op, on an unknown date in (B)(6) 2014 the patient discovered from her physician that metal rods which had previously been surgically implanted in her lumbar spine had fractured. The patient suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish and aggravation of a previously existing condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2015: patient presented with the following pre-op diagnosis: failure of scoliosis surgery in the past with removal of instrumentation and revision of spinal fusion l5-s1. Acute blood loss anemia. Rheumatoid arthritis. Anxiety. Chronic back pain. Hypothyroidism. The patient underwent the following procedure: the patient has had removal of instrumentation, exploration and fusion, revision of posterior spinal fusion l5-s1, revision of instrumentation t12-s1, revision of bilateral iliac instrumentation and autograft bone grafting. As per operative notes, ¿we exposed her prior instrumentation and fusion mass from t12 down to s1. We found what appeared to be a solid fusion throughout with both rods broken, the left rod within the l5 screw, the right rod between the l5 and the s 1 screw. There appeared to be solid fusion mass the length of her lumbar spine. We removed the instrumentation from the dominoes roughly at l 1 down to bilateral iliac bolts. We further explored the fusion and found no evidence for obvious pseudoarthrosis suggesting that the rod failure was due to mechanics rather than a pseudoarthrosis. We replaced the screws from l3 to s 1 and bilateral ilia to leave the room for dominoes to both connect to the thoracic rods as well as placed two additional rods across the lumbosacral junction to hopefully prevent future rod failures. We measured, cut and contoured rods and reduced the spine to the rods followed by placement of 2 additional rods for 4-bar construct from l3 to bilateral iliac bolts. Final intraoperative ap and lateral radiographs were obtained showing acceptable placement of all implants and overall position of the spine. The wound was then irrigated with copious amounts of antibiotic-laden sterile saline through a pulse lavage. The residual posterior bony elements were decorticated. Autograft bone and vancomycin powder were packed at the l5-s1 junction where the fusion mass was decorticated in order to hopefully provide further fusion mass and additional strength at the junction. ¿patient presented with the following post-op diagnosis: revision of instrumentation t12-s1, revision posterior spinal fusion at l5-s1, revision of bilateral iliac instrumentation. History of scoliosis. Patient presented with xr spine thoracolumbar 2v. Impressions: postsurgical changes from harrington rod placement for known scoliosis without gross complication. (B)(6) 2019: the patient was presented with the following pre-op diagnosis: adult scoliosis. Failure of instrumentation. Thoracolumbar pseudoarthrosis. The patient underwent following procedures: removal of instrumentation t11 to l2. Exploration of fusion, t12-l2. Revision posterior spinal fusion, t12-l 1, l 1-l2. Revision instrumentation, t11-l2. Escharotomy. Application of incisional wound vac (prevena). As per operative notes, ¿she was sterilely prepped and draped in the standard fashion. Her surgical scar was resected to get fresh bleeding margins and dissection carried out down to the prior crosslink. We then exposed over each rod from the midline crosslink and exposed cranially up to the t10 screw and caudally down to the l2 screw. We noted the broken rod below the left t12 screw. The rod on the right side appeared to be intact at all levels. We then explored the fusion. After removal of the crosslink and found that the fusion appeared to be solid, but then over the areas explored from roughly t12 down to l2, I did not find any distinct cleavage through any level. We then removed the set screws in dominos on the left side followed by removal of the left t12 screw. We then connected the thoracic rod to the lumbar rod via a short rod and dominos above and below. We performed an intraoperative confirmatory ap and lateral radiographs showing acceptable placement of those implants. We then irrigated the wound with copious amounts of antibiotic-laden sterile saline, decorticated the residual posterior bony elements and packed autograft bone obtained from the fusion mass above and below over the levels t12-l 1 and l 1-l2.¿ the patient underwent removal of instrumentation, exploration of fusion, revision of instrumentation and fusion of thoracic and lumbar spine with autograft, allograft. (B)(6) 2019: the patient felt a pop in her back in which outpatient imaging revealed left-sided broken rod of the thoracolumbar junction. She underwent following procedure removal of instrumentation t11 to l2, exploration of fusion, t12-l2, revision posterior spinal fusion, t12-l 1, l 1-l2, revision instrumentation, t11-l2. Patient underwent left t12 screw removal, thoracolumbar rod replacement (xr spine thoracolumbar 2v). Impressions: examination of the thoracolumbar spine demonstrates extensive rod and screw fixation. There is poor delineation of the l5 vertebral body on lateral projection. There is persistent s-shaped scoliosis of the spine with suggestion of multilevel spondylotic autofusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: x-ray review results: multiple x-rays and CT were provided for correction of adult idiopathic scoliosis. Initial x-rays show progression of scoliosis with first surgery 2010 at t2-l5. Post-op x-rays with adequate deformity correction and acceptable hardware placement. Revision surgery of (B)(6) 2010- unclear why revision occurred and hardware failure could not be seen on provided images. Post-op x-rays (B)(6) 2014 show bilateral rod fractures at s1. Revision surgery 2015 with repeat of solid fusion throughout. An inter-body graft is present at l5-s1. Other imaging suggests the construct remains stable. Unclear reason for rod failure at l5 junction in setting of complete fusion by report. Provided CT (B)(6) 2019 shows bone fusion at l5-s1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-rays review: post-op x-rays for thoraco-lumbar fixation were provided. Date of imaging is (B)(6) 2015. By report, this is the date of one of the revision surgeries. By the description the initial rod fracture was identified in (B)(6) 2014 at l5/s1. These appear to be post revision films as there is the described 4-bar construct without evidence of rod fracture at l5-s1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient's medical records that on: (B)(6) 2010: patient presented for evaluation of back pain and some mild back pain. She states that she has a chronic history of low back pain. The pain is across the mid back radiating down to the buttocks. Some pain in thoracic area. Her thoracic spine has slight tenderness to palpitation. Lumbosacral spine slightly tender to palpitation. Sciatic notch and sacroiliac joint are non-tender. Her impressions are thoracic and lower back pain secondary to scoliosis. (B)(6) 2010: patient presented for follow-up of her scoliosis, idiopathic (follow-up visit), which is chronic. Semicircumferential decompression (scd) for spinal surgery. (B)(6) 2011: patient presented for follow-up of her knee pain/left and osteoarthritis (follow-up visit), which began 1 month ago. Follows ortho, tx with coil injection, had x-rays & MRI. (B)(6) 2013: patient presented for osteoarthritis, scoliosis and idiopathic (followup visit), which is chronic. Wax & wanes with overuse. (B)(6) 2014: the patient presented with the following pre-op diagnosis: low back pain, chronic. Range of motion: limited range of motion secondary to pain. The character of the pain is described as dull. The location of the pain: lower back. Exacerbating factors include bending, walking. Relieving factors include rest. Previous back problems known djd (degenerative joint disease). H/o scoliosis follows ortho spine. (B)(6) 2014: the patient presented for follow-up visit regarding knee pain/left, osteoarthritis, scoliosis and idiopathic which is chronic. S/p hyalgan with no sign of improvement.